Event description:
It was reported a patient underwent a back surgery on (B)(6) 2022 and topical skin adhesive was used. Upon waking from surgery, patient felt incision site was on fire. Allergic reaction started that night of the next day, progressively continued to get worse. Treated with 3 days of prescribed prednisone, rash and itching were not going away, surgeon removed adhesive and started to clear up. It still itches periodically everyday, continued use of cortisone cream, and periodic hive breakout on legs currently itching, bruising and open cuts. Prolonged healing time from back surgery. Hives and taking benadryl daily. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). (B)(4). Additional information has been requested however not received. If further details are received at a later date a supplemental medwatch will be sent. Does ethicon have your permission to contact your surgeon for more clinical information to be used for a product quality complaint investigation? No product is available for return. This medwatch report is in response to receipt of a medwatch reported by patient: mw5110534. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested however not received. If further details are received at a later date a supplemental medwatch will be sent. Name of surgery? What date /day post op was the reaction noted? Was prescription strength medication treatment provided? Was any surgical intervention performed? Please describe how was the adhesive was applied. What prep was used prior to, during or after adhesive use? Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Patient demographics: initials / ID, gender, age or date of birth; bmi patient pre-existing medical conditions (ie. Allergies, history of reactions). Has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Current patient status. What is the physician¿s opinion as to the etiology of or contributing factors to this event? Product code and lot number of prineo used? No product available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.